Event description:
During an invasive procedure to implant new leads this implantable pulse generator (ipg) was exhibiting premature battery depletion. The ipg was explanted. Implant date is 6/4/94. Explant date is 7/1/96. Total implant time was 24.9 months.